Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified mid diagonal artery. After pre-dilatation, a 2.5 x 12 mm xience v was deployed at 17 atmospheres and a dissection occurred. Another stent was used to cover the dissection. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - above rated burst pressure (rbp). It should be noted that the instructions for use (IFU) states do not exceed rated burst pressure as indicated on product label. It is likely that the reported IFU deviation directly caused or contributed to the reported patient effects. This incident contained patient effects with no allegation of a device issue and as such is not on its own an indication of a product deficiency. Additionally, dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event.